Manufacturer narrative:
Review of received information: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the air and o2 gas modules and pressure transducer printed circuit board were found defective and their replacement solved the issues. More information and defective parts have been requested for further investigation but has not yet been received.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. Moreover, the ventilator generated several alarms. There was no patient harm. Manufacturer's ref. #: (B)(4).